Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (7.6 mg/ml at 1.6833 mg/day) and bupivacaine (3.8 mg/ml at 0.8416 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2017 it was reported that the patient was in the ICU (intensive care unit) with a drug overdose. It was unknown if any environmental, external, or patient factors may have ledor contributed to the issue. The pump was interrogated and the dose was reduced to minimum rate. It was unknown if the issue was resolved. No further patient complications have been reported as a result of this event.